Event description:
It was reported the device was used during a laparoscopic bilateral hernia repair. It was reported by the rep, that after the 3rd staple the instrument (ems) did not work anymore. The staple got stuck. The instrument (ems) only had 2 (two) staples. There was no consequence to the patient.